Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced twiddlers syndrome, leading to high pacing thresholds and micro dislodgment of the right ventricular (rv) lead. A surgical revision was performed wherein the rv lead was extracted and replaced with an alternate. Additional information confirmed no other implanted device was affected. No additional adverse patient effects were reported.